Event description:
It was reported by service report that the scale was inaccurate.

Event description:
It was reported by service report that the scale was inaccurate.

Manufacturer narrative:
Result code: load cell.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the power cord for the fowler motor was caught in the frame and causing the scale to be inaccurate. This issue was resolved for the customer by re-routing the fowler motor power cable so as to prevent interference and verifying the bed was operating per specification and as intended.